Manufacturer narrative:
Additional/updated information was added to reflect the left front frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, it had a broken weld/tubing. An expanded evaluation was performed. The expanded evaluation report confirmed that the frame had broken near the weld between the gusset and the vertical front tube. However, the underlying cause could not be determined.

Event description:
The provider states the left front frame is broken at a weld near where you attach the footrest.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the left front frame is broken at a weld near where you attach the footrest.